Manufacturer narrative:
The t:slim g4 user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 (mg/dl) after the pump shut down. A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, a review of the pump history indicated a low power alert proceeded the pump shutting down. The customer stated the pump had approximately 20% battery life before they went to sleep. Recommendation was made to charge the pump to 100% battery life and to charge the pump daily to avoid full discharge of the battery life. Customer acknowledged.